Event description:
When the case was completed the unit was set aside in a basin and the unit reportedly started to smoke and caught on fire. There was no injuries involved.

Event description:
When the case was completed the unit was set aside in a basin and the unit reportedly started to smoke and caught on fire. There was no injuries involved.